Manufacturer narrative:
Other applicable components are: product ID: 3387, lot# unknown, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. It was reported the polyurethane coating of the lead was damaged in the middle of the lead and conductor wires were likely to be exposed. It was unknown if a surgical intervention was planned. The cause of the issue was unknown as were contributing factors. It was also unknown when the damage occurred. It was noted that one physician implanted the lead and another physician implanted the ins. X-ray images were not available. The issue was unresolved at the time of this report. No medical symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported no troubleshooting steps were performed and there were no actions planned to resolve the issue. No further complications were reported/anticipated.